Manufacturer narrative:
The system procedure recording logs and operating system logs were returned on (B)(6) 2017 and evaluated. No issues were found. The system performed as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The procedure recordings have been returned and are currently under investigation. Once the investigation is complete, a follow-up report will be submitted. A review of the appropriate device history records of the superdimension console indicates this device serial number was released meeting all quality specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's reports were noted.

Event description:
The physician reported receiving a system electric interference error code during a superdimension enb procedure. The physician cancelled the case and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.